Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during a cardiac ablation procedure for pulmonary vein isolation, a phrenic nerve injury occurred. Total of 48 pulsed field ablation lesions were delivered posteriorly and in the right upper vein, and 10 radiofrequency lesions were delivered (7 left, 3 right), including three single radiofrequency lesions on the anterior side of the right lower vein. No test pulse, imaging verification of nerve proximity, diaphragmatic stimulation check, or diaphragm elevation confirmation were performed prior to ablation. Phrenic nerve was not paced. It was suspected that the phrenic injury occurred during the right-sided radiofrequency ablation lesions and was not recognised during the procedure.the case was completed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that hospitalization was prolonged.